Event description:
It was reported that during the use of the device for a non-clinical activity, when the user turned the temperature select knob, it just spun. The nut holding it was loose. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) tightened the nut and the unit functioned properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.